Event description:
The customer reported that during an "hltv" I/ii assay, a sample barcode was misread. Summit sample handler was in use. No death or serious injury was ass0ciated with this event. An ortho field service engineer was dispatched.